Event description:
Notes from the patient's (pt) history and physical: "pt has a history of paroxysmal atrial fibrillation and sick sinus syndrome with symptomatic bradycardia. Had a pacemaker implanted in nine months previously. Did well initially, but was followed in the office and found to have high atrial impedance with the impedance being greater than 2000 ohms. Pt is 90% atrially paced. The device was turned to vvi backup pacer only. Was seen for consideration of lead revision.the operative report notes:the device was delivered into the wound and we checked the placement of the leads within the header hoping that indeed the high impedance on the atrial lead might relate to contact issue with the header. The lead was well seated and the set screw was secured. The lead was withdrawn from the header of the device and was analyzed independently. The impedance on the lead was greater than 2000 ohms.given the patient having had left subclavian vein occlusion, which proved a challenge for the original implant, we elected to remove all hardware from the left side proceeding to new implant on the right side. We disconnected both leads from the header of the pacer, which we removed to the back table for later use. The leads were mobilized down to their insertion site and the fibrous capsule of the pocket was almost completely excised. Hemostasis was achieved using electrocautery. A stylet was passed down each lead in turn and the active fixation device was withdrawn. Under constant fluoroscopic visualization, we removed both leads in their entirety by applying gentle traction constantly, only. Exam of the atrial lead showed no discernible interruptions either in insulation or the conduction material...the patient tolerated the procedure well.